Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture, rupture.

Event description:
Patient representative reported " as a result of the faulty nature of the implants, our client is exposed to an increased risk of cancer and therefore suffers from the fear of developing cancer. Based on studies of emerging pain in breasts, it was found that the implants had ruptured and fluid had leaked out. Device has been explanted and replaced with non allergan device. This record relates to the left side.